Event description:
I was implanted with a medical device called essure on (B)(6) 2011. This medical device implant is now manufactured by bayer, formerly by conceptus inc. My lot number is 844600. My model number is ess305. This device has a three year shelf life; however, I do not have the expiration date. The onset of my complaint started in (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure: moderate/cystic acne, dizziness, chronic migraines, chronic pelvic pain, lower back pain, painful periods, break-through periods, bloating, loss of energy, fibroid mass in my uterus, cysts in my ovaries, and thickening of my uterine lining. I have been seen by my pcp and referred to a gynecologist. I have been diagnosed with migraines, which I am currently taking prochlorperazine for. Dysmenorrhea and menorrhagia have been added to my list of symptoms. I am scheduled for a hysterectomy on (B)(6) 2014. The device is currently still inside me.

Event description:
Additional info received from the reporter on (B)(6) 2014: I had a successful hysterectomy on (B)(6), 2014.